Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: rupture.

Event description:
Patient reported a left side rupture. The device still remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: device photograph(s), for the device related to the reported event of rupture was reviewed on february 08, 2023. Visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. It is not possible to determine, the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Patient reported, a left side rupture. The device has been explanted and replaced.